Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's left side. Diagnosis is "osteosarcoma". "Please supply matching c-collar for extension 10mm, 15mm, 20mm, 25mm, 30mm".